Event description:
It was reported that prior to a robotic laparoscopic hernia repair procedure, while the patient is in the operating room under anesthesia, after the surgeon console was started, the arm failed to communicate with the tower and became unresponsive. The procedure was converted to traditional laparoscopic procedure. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an investigation of the associated device data for the reported arm cart assembly (aca). Evaluation of the device data indicates that there was a previous report of user overdrive issue that might have been mistaken with a communications issue, no other communication issues were observed. The aca was restarted twice after that due to calibration failures. The calibration issue was due to the instrument drive unit (idu) right button being stuck pressed. The button should be released and calibration should be retried. Evaluation of the device data for the reported arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic hernia repair procedure, while the patient is in the operating room under anesthesia, after the surgeon console was started, the arm failed to communicate with the tower and became unresponsive. The procedure was converted to traditional laparoscopic procedure. There was no patient injury.